Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - head, shell, stem, neck/ unknown part numbers/ unknown lot numbers. Bagsby, deren t., wurtz, l. Daniel (2016). Effectiveness of constrained liner use during harrington hip reconstruction in oncology patient.. The journal of arthroplasty 1-5. Http://www.arthroplastyjournal.org/article/s0883-5403(16)30838-5/abstract. Once the investigation has been completed, a follow up MDR will be submitted. This report is number 1 of 5 mdrs filed for the same event (reference 0001825034-2017-02408, 0001825034-2017-02409, 0001825034-2017-02410, 0001825034-2017-02411).

Event description:
It was reported in a journal article that two patients required hardware removal due to implant fracture. Attempts to obtain additional information have been made; however, no more is available.